Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A customer reported that a pump had an unknown occlusion sensor issue. Medication and infusion parameters are unknown.

Manufacturer narrative:
Z800f 611156 was sent in with a complaint stating occlusion sensor error. When the pump was tested it was found to immediately alarm occlusion no matter the pressure the pump was set to. This complaint was due to a faulty pressure sensor and is the root cause, will need to be replaced.